Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device's attached ac adapter created a spark when its plug was inserted into the main unit. The main unit functioned normally. No adverse effects to patient or users reported.